Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected data: concomitant medical product. It was reported that the call was received through a direct call from the customer to the emergency support line during use the cardiosave intra-aortic balloon pump (iabp) unit was shut down. (B)(6) rn called and stated the pump was down for less than a minute and she was able to reboot/restart the therapy without issue. She stated they have already replaced the pump console with another one and wishes to report this for service to be performed on this pump. She reported the iab is an arrow and that it is a femoral insertion of the patient. She denied needing any further assistance and simply called to report the issue. (B)(6) and (B)(6) notified. In future if we receive any new information will reopen and update the investigation.

Manufacturer narrative:
Corrected fields - f11 (report sent to FDA) & f13 (report sent to manufacturer)in initial emdr these fields were captured incorrectly.

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, during use on patient cardiosave intra-aortic balloon pump (iabp) was shutdown unexpectedly and no patient harm or injury reported.